Event description:
Customer reported that the device would not operate on battery source. There was no report of pt involvement with the issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the reported failure. The battery charge function was tested extensively over many days and proper operation observed without discrepancies. Further component root cause was not determined.